Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 failed, and an error message stated device not on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3.1 failed with error device not detected on the bus. A field service engineer (fse) identified that drawer 3.1 had broken rails. The fse replaced the entire drawer and reinserted the pockets. During installation, the liner in the new drawer became dislodged but was successfully reinserted and secured properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.